Event description:
During a procedure to treat an anterior communicating artery aneurysm, after withdrawing the unknown prowler microcatheter, a cine run was done and it was noted that the distal 3cm of the microcatheter was broken off. The distal 3cm was snared out and there was no adverse event to the patient. Additional information reported that prior to the event, the microcatheter appeared to be looped down into the internal carotid artery, not straight out of the envoy guide catheter into the vasculature. The user reported, thinks that when it was pulled out the catheter, it was kinked and sheared off at the distal end of the guide catheter. The device did kink in the area of separation, but resistance was not met while withdrawing the device. The envoy was used for the entire procedure without incident and the event occurred at the very end of the procedure. The vessel was not calcified, but was severely tortuous. There was no stenosis of the vessel. The product had no anomalies noted during removal from the package or after prep. The microcatheter was not re-shaped. No resistance was noticed during advancement of the device or resistance met while advancing the device over the guidewire. No excessive torquing was required. The device was not saved for evaluation.

Manufacturer narrative:
The product code and lot number are not known; therefore, a device history review cannot be performed. Based on the available clinical information, it is possible that procedural and vessel characteristics may have contributed to the reported separation of the distal 3cm of the unknown prowler microcatheter. However, without the return of the product for evaluation, no conclusion can be made.